Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel air bubble & oil gel globules with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with a gel air bubble & oil gel globules. The customer states ¿found lots of tubes with air bubble in gel. After centrifuged, there was oil gel globules in serum. About 10% tubes had this issue.¿ there was no report of injury or further medical intervention.